Event description:
Customer reported experiencing unusually high blood glucose levels. She stated that they had been as high as 400 mg/dl and at the time of the report the blood glucose reading was 344 mg/dl. She expressed no symptoms of high blood glucose. She stated that the drive support cap appeared to be normal and recessed. Customer found no leaks and no air in the tubing. She was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime of 5 units and stated that insulin did exit. The bolus wizard and basal settings were correct. Customer was unable to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.